Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the flap was too deep (thick) with the targeted flap thickness and actual flap thickness difference was more than twenty microns with no medical or surgical intervention and no patient harm in the left eye of a patient, after surgery and patient interface canal was not opened and possibly gas between applanation plate and cornea.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified and confirmed system met specifications as per service installation record. Based on the reported incident, an additional ablation check was performed under the guidance of a suspect product subject matter expert who was present on-site. This ablation check resulted in the expected thickness and confirmed that the device was working within specification. Logfile review for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The log file shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The surgeon missed vacuum one once. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planed and performed energy is detectable for the reported treatment. The user operated within the tolerable energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause was identified as the product was found to be within specifications. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).